Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer replaced the transmitter and continued to experience out of range issues. The customer declined to troubleshoot the issue with tandem technical support, therefore no additional patient or event information could be obtained.